Manufacturer narrative:
Date sent to the FDA: 08/12/2020. Additional h-6 device codes: 1069. Additional h-3 summary: it was reported pull off - suture needle. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot le7cjqn, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices were involved in this single procedure? According to the customer, the issue happened with 10 devices but no information regarding of the number of procedure. Please clarify product code - t4418h. Status of product return follow up - due to quarantine restrictions, the device can not be sent for the moment. Note: events reported in medwatches 2210968-2020-05139, 2210968-2020-05140, 2210968-2020-05141, 2210968-2020-05142, 2210968-2020-05143, 2210968-2020-05144,2210968-2020-05145, 2210968-2020-05146, and 2210968-2020-05147.

Event description:
It was reported that an animal underwent an ovariectomy in (B)(6) 2020 and suture was used for overlocking the abdominal wall. During the procedure, the needle pulled off from suture after a few tissue passages without excessive tension. Another device was used.